Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of an suspected infection. It was reported that the patient experienced swelling in their arms and legs. No interventions were reported and the patient was referred to a dermatologist. There were no additional adverse effects reported. This ICD remains in service.